Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for routine follow-up, device could not be interrogated. Different magnet rate was used but there was no response. There were no issues with the same programmer later and the device was successfully interrogated. Further details were not available. Patient's condition was stable.